Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. In addition of the above evaluation, the device¿s blower bellows, handle and filter duct were replaced due to preventive maintenance, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : third-party service center.